Manufacturer narrative:
Concomitant medical products: medrad pressure infusion equipment; therapy date (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while performing a cta of the pulmonary arteries with a non-bd power injector it pressured out at 4ml/second while injecting isovue 370 (which ranges from 80ml-100ml based on patient weight and procedure) along with a 25ml ns flush. The slide clamp on the tubing caused the tubing to remain crimped after it was released, which prevented a full dose of the medication from being delivered. This caused the patient to receive additional medication to complete the procedure, and an additional CT scan. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of a crimp in the tubing was confirmed but was determined to be unrelated to the power injection issue. The report of increased pressure (restricted flow) was confirmed. Visual inspection showed a kink/crimp in the tubing approximately 6.5mm from the male luer. Functional testing showed that the high pressure is due to an incompatibility between the concomitant non-bd pressure injector syringe and tubing and the neutraclear valve. The male luers of the non-bd syringe and pressure injector tubing have a section with an internal diameter of 1.35mm. The neutraclear directions for use state that the neutraclear needle-free connector is compatible with iso 594 certified luers with an internal diameter larger than 1.5mm. The concomitant device male luer is incompatible and caused restricted flow through the neutraclear. The kink/crimp in the tubing due to the engagement of the slide clamp is normal and does not lead to a loss of flow or a rise in pressure. The root cause of the restricted flow is an incompatibility between the neutraclear connector and the male luers of the mating products.